Event description:
In 2008 the lay patient contacted lifescan (lfs) alleging that her lfs meter did not turn on. No meter serial number was provided to confirm the meter model. The complaint was classified based on the customer care advocate (cca) documentation since the medical affairs specialist was unable to contact the patient by phone. The cca noted that the reported issue first occurred on the same day between 6:00 and 7:00 pm. The patient was shaky after the issue started. She administered self-treatment with food and/or beverage. No information was provided regarding the patient's diabetes treatment regimen or actions taken prior to the times of concern. The cca noted that the meter turned on when the power button was pressed and when a test strip was inserted into the test strip port and the alleged issue was resolved. The patient's products were replaced. The complaint is reported because the patient alleges that her lfs meter did not turn on and afterward she experienced shakiness, a symptom which can be associated with hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.